Manufacturer narrative:
Corrected sections: e1 - changed 'event site address' from 2200 washington to 2200 e washington st, h6 - 'changed device codes (1)' from insufficient information to activation problem (B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use were observed. There were no signs of blood observed. The delivery device was returned outside of the loading device. The seal was inside of the loading device, slightly above the window of the loading device. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. There did not appear to be any attempt to deploy the seal. The seal was pulled out of the loading device for further inspection. The tether detached from the seal, but remained attached to the tension spring. There was a slight crack at the center of the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.2105 inches. The length of the delivery tube was measured at 2.498 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the condition of the returned device and the results of the evaluation, the reported failure "activation problem" was not confirmed. The analyzed failures "fitting problem" and "crack" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hsk ii system (3.8mm) malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hsk ii system (3.8mm) malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.